Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the customer noticed the blood glucose values counting up. Customer stated that the carbs were also counting up without any key press. Customer's blood glucose reading at the time of the call was 322 mg/dl and has treated with needles. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.